Event description:
It was reported that the patient¿s implantable neurostimulator (ins) n the left side would not communicate with multiple physician programmers. Per x-ray, the device was confirmed to not be flipped and the device was not implanted too deep. It was noted that the patient had extreme tremor when the device was turned off, but had excellent tremor control at the time of the event. Therefore, it was thought that the device was delivering adequate stimulation even though it would not communicate with the programmer. Additionally, it was reported that the last time the device was interrogated in january 2012, the battery level of the device was 3.71 v, which was normal. It was also noted that the patient had experienced incidents recently where the ins turned off inadvertently, but no cause was determined. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Lead: model 3387s-40, lot#: v079716, implanted: 2008 (B)(6), explanted: na. Extension: model 7482a95, serial#: (B)(4), implanted: 2008 (B)(6), explanted: na. Right side system ins: model 7426, serial#: (B)(4), implanted: 2011 (B)(6), explanted: na. Lead: model 3387s-40, lot#: v079716, implanted: 2008 (B)(6), explanted: na. Extension: model 7482a51, serial#: (B)(4), implanted: 2008 (B)(6), explanted: na. Programmer: model 7438, serial#: (B)(4). (B)(4).